Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014, at 18:57:47. During night drain cycle 26, the patient's ultrafiltration reading was 813ml, indicating the home patient (hp) drained 813ml more than their maximum programmed fill volume of 1000ml. No additional information is available.